Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated procedure where the ipg was not placed in surgery mode. In turn, the ipg became inoperable and was unable to be recovered through troubleshooting. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A case of no ipg communication was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. No further intervention has been scheduled at this time. Based on the information received, the cause of the reported incident is consistent with user error.